Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data confirmed the battery gauged dropped suddenly. Customer stated that they do not believe the battery issue impacted their blood glucose (bg) level. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer experienced an elevated bg level that day (400 mg/dl). Customer stated they were unsure of the reason for the elevated bg level. A bolus was delivered to address bg level. The customer declined troubleshooting with tandem technical support for the elevated bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.